Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to scrotal pain and discomfort following the initial device implant. The device was also not pumping correctly. The physician performed force deflation troubleshooting, but no troubleshooting resolved the issue. A new tactra malleable penile prosthesis was implanted. The procedure was completed successfully and the patient was expected to fully recover.